Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
A "critical system alert" for excess charge time (above 40s) dated (B)(6) 2015 was observed on the remote smartview report. It corresponds to the last battery reforming date. The patient was subsequently admitted to the hospital and attempts to perform charge time testing failed to complete. Preliminary analysis confirmed the reported issues and concluded that a hardware failure is suspected. Recommendations were sent in order to consider the benefit of the subject device replacement. The device was explanted on (B)(4) 2015 and will be returned for analysis.

Event description:
A "critical system alert" for excess charge time (above 40s) dated (B)(6) 2015 was observed on the remote smartview report. It corresponds to the last battery reforming date. The patient was subsequently admitted to the hospital and attempts to perform charge time testing failed to complete. Preliminary analysis confirmed the reported issues and concluded that a hardware failure is suspected. Recommendations were sent in order to consider the benefit of the subject device replacement. The device was explanted on (B)(6) 2015 and will be returned for analysis.